Event description:
The customer received a blood glucose reading of 266mg/dl on the contour, re-tested on a different meter and the readings were 125 and 130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer's strips were not expected to be returned. A new kit was sent to the customer.